Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated with multiple wands and programmers and did not emit tones with application of a magnet.